Manufacturer narrative:
Device 10 of 20. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the stoma opening of the skin barrier was not in the center as is supposed to be. The product was used by end user and there was no harm reported. No photo is available at this time.